Manufacturer narrative:
The actual device is not available to be returned. We are continuing to try to obtain additional information about the incident. The investigation is ongoing. When we receive any additional relevant information, it will be submitted in a supplemental report.

Event description:
Complainant alleges "one of their doctors was using product in pterygium surgery (eye) on (B)(6) and it sparked and caught the nasal canula on fire. Nasal canula oxygen level was at 2.0 liters."

Manufacturer narrative:
The actual device was not returned for evaluation. The complaint was able to be confirmed based on the initial statement from the reporter. The root cause is determined to be user error in operating the device in the presence of flammable materials. Per the IFU: "do not use in the presence of flammable gases/materials or in oxygen rich environments. Fire could result." If any additional relevant information is identified, it will be submitted in a supplemental report.